Manufacturer narrative:
The device sample was not received for evaluation at the time of this report. The results of the investigation are not available at the time of this report.

Event description:
The event was reported as: the mechanism of the endoscopic hem-o-lok clip applier jammed and the metal jaw broke off inside the pt's abdomen. The jaw piece was retrieved from the pt. No pt injury reported.